Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 2 weeks after injection in the lips with 1 syringe of juvederm vollure xc, the patient¿s top lip began to swell, became red, and got a lump on the right side. Patient went to primary care and was told they had an allergic reaction to lipstick and were given a medrol dose pack. After that patient went to the ER because they were concerned. Two different times puss was coming out of the lips. The patient was treated with antibiotics including augmentin, doxycycline, and sulfa. Hcp stated that "office has planned a treatment for the patient and will prescribe e-mycin and then dissolve the product with hylenex." The injector also is unsure if the events are product related and the etiology of the symptoms might be ¿infection-edema/erythema/drainage.¿ symptoms are ongoing.